Manufacturer narrative:
Product evaluation confirmed the failure mode. Visual inspection of the returned device found physical damage had occurred. The assembly appears to have been used, as there is dried solution in the tubing, which passed flow testing. No defects were found on the connectors. Functional testing was performed using a stellaris pc system. The cutter is clogged within the cutter, preventing cutting and reducing aspiration. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. The reason for the clog is unknown. As such, no definitive conclusions can be drawn as to it''s source. The investigation is complete.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Though the product has been received, it has yet to be evaluated. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that a cutter did not cut well during a procedure. The cutter was replaced and the procedure was completed with no impact or injury to the patient.